Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. (B)(4).

Event description:
It has been indicated by the customer that while turning the patient from one side of the bed to the another, in order to change the sheets on the bed, the device tipped onto two wheels. The staff who attend in the process of changing the sheets, was able to roll the patient back- no one was injured during this event.